Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A competitor further reported that a patient notifier was triggered, and that there was high pacing impedance and raised threshold. Fluoroscopy found a definitive break in the lead with a small space of migration. Upon opening the pocket, this was not attributed to a suture sleeve tightening nor trauma from the clavicle.

Manufacturer narrative:
Concomitant medical products: 7122q65 competitor lead, implanted: (B)(6) 2012; 2088tc52 competitor lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance, with the left ventricular (lv) lead ultimately noted to be fractured/severed/transected in the vein close to the point of access. Reprogramming was performed, with the lv lead being partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.